Manufacturer narrative:
Material returned: one i3 unit model cm1100 with main unit serial # (B)(6) and one i3 accessory set was returned, lacking the power supply, and power cord. It could not be determined if the customers power supply and power cord were defective since they were not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed and frayed wires of the power cord and supply. The power cord and supply were replaced and there were no adverse consequences reported by the patient.